Event description:
(B)(6) are from the same procedure. Customer reports that the idrive articulated on its own. Prior to closing on a vessel the idrive articulated without using the toggle. The surgeon removed the idrive from the abdoman via a 12mm trocar so we could remove/reinsert the battery to reset the idrive. When the scrub nurse placed the idrive on the scrub table the idrive articulated again and the blue light turned on. Surgeon opened a endo gia to complete the procedure. Gender, age and weight are not available. No patient injury or ill-effects. No medical intervention required. No unanticipated tissue loss, tissue damage or bleeding. No reinforcement material used. No extension to surgical time required. Nothing fell in the surgical cavity. Patient current status reported as recovered. The devices will be returned for evaluation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).